Event description:
According to the reporter, during a trochanteric fixation nail procedure the nut for the trochanteric fixation nail system would not go on, there was difficult to remove. Threads appear to be compromised. Procedure was delayed 10 minutes. Procedure was completed, no harm to patient. This complaint pertains to the buttress/compression nut ((B)(4)), this report is 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this report shall be filed on a supplemental MDR. The device history records showed that there were no issues that would contribute to the reported condition. Visual evaluation noted that the buttress/compression nut was threaded on the blade guide sleeve and cannot be removed. The knurled edge had numerous dents and the side holes were deformed. The nut could be threaded along the shaft until the area where the shaft is dented. Physical dimensional verification was found impossible due to the damage exhibited by the instrument.